Event description:
Envoy medical corp. (Emc) was notified on (B)(6) 2020 of a sterile wound dehisence. The physician noted that the likely cause was related to the patient's thin physique (thin skin situation). No device deficiency or infection was alleged or noted. Patient has opted for a wound repair procedure to address the issue. Patient/clinical history with emc: (B)(6) 2008 - initial implant. (B)(6) 2008- device on. (B)(6) 2008 - activation. (B)(6) 2008 - 4 month. (B)(6) 2013 - battery change & fitting. (B)(6) 2013 - fitting. (B)(6) 2013 - battery change & fitting. (B)(6) 2018 - fitting. (B)(6) 2019 - ibc. (B)(6) 2020 - fitting. (B)(6) 2020- emc received notice of would breakdown (MDR 3004007782-2020-00001). Update: (B)(6) 2020 - physician determined that removal of the esteem ii system is necessary to promote wound healing. No infection was indicated/found in the wound. Explant of sp occurred (B)(6) 2020 to promote healing.

Manufacturer narrative:
Patient experienced sp implant site wound breakdown. The wound dehisence is planned to be repaired by the physician. Device has not been returned to emc, and the issue is not related to device deficiency (no deficiency is alleged) but rather to patient's physique. Update 05/18/2020 system sp was explanted (B)(6) 2020 to promote healing. No infection was found or reported by physician. Wound repair occurred.

Manufacturer narrative:
Patient experienced sp implant site wound breakdown. The wound dehisence is planned to be repaired by the physician. Device has not been returned to emc, and the issue is not related to device deficiency (no deficiency is alleged) but rather to patient's physique. (B)(4).

Event description:
Envoy medical corp. (Emc) was notified on (B)(6) 2020 of a sterile wound dehisence. The physician noted that the likely cause was related to the patient's thin physique (thin skin situation). No device deficiency or infection was alleged or noted. Patient has opted for a wound repair procedure to address the issue. Patient/clinical history with emc: on (B)(6) 2008 initial implant. On (B)(6) 2008 device on. On (B)(6) 2008 activation. On (B)(6) 2008 4 month. On (B)(6) 2013 battery change & fitting. On (B)(6) 2013 fitting. On (B)(6) 2013 battery change & fitting. On (B)(6) 2018 fitting. On (B)(6) 2019 ibc. On (B)(6) 2020 fitting. On (B)(6) 2020 emc received notice of would breakdown.